Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) after the first inflation with the sakura fire star 2.0 x 20 balloon catheter (bc), the balloon could be deflated. The physician then inflated a second time and this time the balloon did not fully deflate. The physician had to use force to remove the bc from the patient. There was no reported patient injury. The target lesion was the mid left anterior descending (lad). The lesion was reported to be: not calcified/tortuous, and a 90% stenosis. The lesion was not a chronic total occlusion (cto). The patient was not symptomatic as a result of the reported product issue. The procedure was completed successfully. The maximum inflation pressure was 12 atm. The balloon took approximately 30 seconds to deflate and only about two-thirds of the bc deflated. The bc was intact when removed from the patient. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. A merit inflation device was used for the procedure and the iopamidol contrast to saline ratio was one to one (1:1). The inflation device was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. There was no contrast leakage reported during inflation and the balloon maintained pressure during inflation. The balloon or shaft did not burst. The catheter did not kink during use. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) after the second inflation with the sakura fire star 2.0 x 20 balloon catheter (bc), the balloon could not fully be deflated. The physician had to use force to remove the bc from the patient. There was no reported patient injury. The target lesion was the mid left circumflex artery. The lesion was reported to be: not calcified/tortuous, and a 90% stenosis. The lesion was not a chronic total occlusion (cto). The procedure was completed successfully. The maximum inflation pressure was 12 atm. The balloon took approximately 30 seconds to deflate and only about two-thirds of the bc deflated. The patient was not symptomatic as a result of the reported product issue. The bc was intact when removed from the patient. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. A merit inflation device was used for the procedure and the iopamidol contrast to saline ratio was one to one (1:1). The inflation device was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. There was no contrast leakage reported during inflation and the balloon maintained pressure during inflation. The balloon or shaft did not burst. The catheter did not kink during use. The product was returned for inspection. One non sterile fire star 2.00x20 ptca balloon catheter was received coiled inside a plastic bag. The balloon was already inflated and residues of inflation media were observed in the balloon and inflation lumen. The shaft was kinked at distal area; this condition on the shaft could be related to the way the unit was sent for the analysis. No other anomalies were observed in the received unit. Functional inflation/deflation test was performed and the balloon catheter was inflated and deflated within specification time, no anomalies were experienced. Sem analysis results showed that the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The inflation lumen was blocked by inflation media (due to the presence of iodine which is present on the inflation media). Once the sample was cleaned no evidence of any other kind of blockage was observed on the inflation lumen. The guide wire lumen presented no evidence of blockage. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported 'deflation /difficulty-unable to' was not confirmed since the unit could be inflated/deflated within specification time. The exact cause of the reported failure experienced by the customer could not be determined. Neither the DHR review nor the analysis suggests that reporter issue is related to the manufacturing process of the unit; however a risk assessment was completed to address this failure.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.